Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to replace the transmitter occurred. No data or product was provided for evaluation. Confirmation of the complaint could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Update to patient's email in the e1 fields.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to replace the transmitter occurred. Product was provided for evaluation. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0v. No data was provided for evaluation. Confirmation of the complaint could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.